Event description:
It was reported the device and lead were replaced due to shocking. It was determined that one of the wires "got bent" due to a fall in the kitchen in which the patient slipped on tile flooring. The patient was doing "well" now.

Manufacturer narrative:
Product ID 3093-28 lot# v176454 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2011; product type lead, product ID 3037 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient. (B)(4).